Event description:
It was reported that the electric dermatome wasn't cutting the skin but rather chopping the skin. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation. It was found that the device was out of calibration only on the zero graft settings. It is unlikely that the out-of-calibration condition would have created an issue with graft thickness consistency, as skin cannot be resected on the zero graft thickness setting. Additionally, it was determined that the device motor was found to operate in an erratic manner and did not run within the specification limits. The device was repaired according to procedure and returned to the customer. The device was purchased in 2000. A review of service records indicate that the device has been returned seven times to the MFR for repair or preventative maintenance since purchased. The last time was in july 2008.